Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the proximal end of the stent with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 55 mm distal from the distal end of the strain relief and a hypotube break 570 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted during device analysis. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found multiple kinks along the polymer extrusion. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12-oct-2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right artery. The 80% stenosed, 18 x 2.75 mm, concentric, de novo, with a <=45 degree bend target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. After a 6f 3.5 non-bsc guide catheter was engaged and a non-bsc guidewire crossed the lesion, pre-dilation was performed with a 2 x 10 mm non-bsc balloon catheter. Following pre-dilation, residual stenosis was 70%. A 2.75 x 20 mm promus element ¿ drug-eluting stent was then advanced but failed to cross the lesion. The procedure was completed with a 2.75 x 18 mm non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage and hypotube break. It was then further reported that the hypotube did not break during the procedure but rather it broke after the procedure.